Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded five treated and two untreated episodes since implant. The five treated episodes were inappropriate due to low amplitudes and smart pass being deactivated, leading into t wave and myopotential oversensing. The technical services (ts) reviewed the data and indicated that none of the three vectors have the signal amplitudes required for adequate detection. The ts recommended carrying out an automatic set-up and checking the system position using x rays. X rays were performed, and the postoperative images show a slightly different position of the device compared to the current images. The patient has a dialysis shunt, and a transvenous device is tried to be avoided by clinic. The ts suggest extensive troubleshooting with screening. The troubleshooting was performed, and the system was reprogrammed. This s-ICD remains in service. No additional adverse patient effects were reported.